Event description:
It was reported that high impedance and near end of service flag showed on patient's vns system. It was reported that full revision surgery is expected but did not occur to date. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Event description:
Additional information was received that vns patient underwent a full revision surgery. It was reported the reason for replacement is lead discontinuity and the impedance of the new implanted vns system was marked as ok on the patient implant card received by the manufacturer. The lead impedance value indicated on the implant card is 1751 ohms. It was reported that the reason for replacement of the generator prophylactic. The explanting facility discarded the explanted device; therefore, no analysis can be performed.